Manufacturer narrative:
(B)(4). Date of event: only event year known: 2014. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Medical records received: on (B)(6) 2014 op-note colostomy reversal. On (B)(6) 2014 op-note exp. Lap colostomy placement. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported medical records indicated a 58 year old male underwent laparoscopic takedown of diverting sigmoid colostomy that had been in place for 8 years. Operative note states lysis of adhesions from anterior abdominal wall, pelvis and to the colostomy took more than three hours. The left colon was mobilized until the splenic flexure where ¿it seemed there would be enough length for the colostomy to reach down to the rectal remnant easily.¿ the colostomy was released and sizers were used to determine a ¿29eea fit well.¿ the ¿left colon anvil reached very easily to the rectal remnant, and under direct visualization, the stapler was opened and mated to its anvil, and then the stapler was closed and fired.¿ two good donuts were noted and with a rigid proctoscopy was used for a leak test which was negative. The patient was discharged home in good condition but presented on post op day 12 to a different facility with symptoms of leak. He was returned to the operating room where the surgeon noted a large amount of stool in the abdomen and pelvis, significant intraabdominal adhesive disease with dense fibrotic and matted adhesions and an internal hernia. The surgeon further noted ¿it was quite difficult, particularly near the anastomosis to distinguish between the different structures present in this area.¿ ultimately the anastomosis was taken down and the proximal end was used to place a colostomy. One year later, the patient was scheduled for colonoscopy prior to colostomy reversal; however, no records are provided at this time.